Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the doctor pulled an angio-seal device where the dilator and sheath did not click together. The procedure being performed was a leg angiogram. There was no blood loss. They held manual pressure. Additional information was received on 17aug2023: they tried to use the angio-seal device and the dilator would not click in. They held manual pressure because the new dilator would not connect. Additional information was received on 22aug2023: a leg angiogram was performed using a 6fr. A pre-deployment angiogram was performed. The patient was stable. The user had difficulty inserting the locator into the hub. The user was not successful when inserting and locking the locator in the hub. User even tried to use another angio-seal to make it work however, it did not. There was audible click on mating. There was tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. The user attempted to mate the locator and hub ten times before pulling another device. The locator separated after mating with the hub, with the original device but not with the other device. The locator was too loose and failed to stay in place with the original device but with not the other device. The separation occurred when device was in the patient.